Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump came with a wake button which the customer alleged was sticking out too far. Although requested, the customer declined to verify if the button was working as intended. There was no reported impact to customer's blood glucose level.